Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer was treated by the manual injections. The customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. No moisture damage on electronics and motor assembly noted.